Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation or swelling and no issues were found. The exact cause of the irritation or swelling could not be conclusively determined. The exposed portion of the soft cannula was observed to be bent. During the investigation, the bent did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose rose to greater than 27.8 mmol/l (500 mg/dl) while wearing the pod between 49 and 71 hours. Upon removing the pod, the infusion site was observed to be red and swollen. As treatment, a new pod was applied. Investigation of the pod found the cannula to be bent. The device was originally reported for elevated blood glucose, redness and swelling at the infusion site.